Event description:
Foam sleeve separated from retainer ring and remained in right ear canal, when hearing aid was removed by pt. Foam sleeve was subsequently removed from ear canal by ER physician. No injury or adverse sequela reported. Foam sleeve was not returned to manufacturer.